Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 377,8-60, serial#: (B)(4), implanted: (B)(6), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-jul-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 03-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the device keeps zapping her back. The patient called the hcp office, but they told her to call the manufacturer. The patient said she turned stimulation off and left it off because it hurts so bad and zaps the patient during the day. The patient said this started last november, but she has been so sick with other things. The patient had a bone scan and they told her they could see two wires and one of them was in 4 pieces. The patient was asked if the wire was broken in four pieces or if they were saying they could see the electrodes, but the patient said she didn't know. The patient said she fell a while ago. No further complications were reported.